Event description:
It was reported that during the implant procedure, the helix could not be extended. The lead was removed and tested outside the patient. It was observed that even after 10-20 turns the helix would not extend. This incident added additional time to the procedure. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) there were no anomalies found; the full lead was returned and analyzed.